Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to no button response. No moisture damage inside the device was noted. It was also received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the buttons would not respond. She stated that the customer attempted to change the battery and received a battery out limit alarm that could not be cleared. Customer's blood glucose value was 5.4 mmol/l. During troubleshooting, the mother stated that the device was exposed to moisture. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.